Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient¿s cgm was providing unspecified low values that continued into the following morning. No bg meter comparison values were taken during this event since the patient did not have any test strips available. The patient was wearing an omnipod insulin pump. The patient self-treated with an unspecified treatment to help raise her bg level. Despite this, the patient¿s cgm continued to display unspecified low readings. The patient became to feel increasingly unwell with increased thirst, dizziness, and a ¿general feeling of illness¿. The patient¿s brother took her to the emergency room (ER) for evaluation. At the ER, the patient¿s blood work showed a bg level above 400 mg/dl while the cgm was reading low mg/dl. The patient was diagnosed with dka and treated with IV saline and an IV insulin drip. The patient was discharged on (B)(6) 2026. The patient reported recovering from this event and that a nurse continues to visit her periodically to monitor her condition. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. Here was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.